Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The balloon was loosely folded, and there was contrast in the balloon and the inflation lumen. The hypotube, inner shaft and outer shaft were microscopically examined. Inspection revealed a kink in the hypotube 13.5 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm apex¿ balloon catheter was advanced to dilate the lesion. However, the shaft fractured during delivery. The physician removed all devices and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm apex" balloon catheter was advanced to dilate the lesion. However, the shaft fractured during delivery. The physician removed all devices and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.